Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number 1 states, "material sensitivity reactions." Number 6 states, "inadequate range of motion due to improper selection or positioning of components." Number 8 states, "dislocation and subluxation due to inadequate fixation and improper positioning." Number 14 states, "intraoperative or postoperative bone fracture and/or postoperative pain." Number 15 states, "elevated metal ion levels have been reported with metal on metal articulating surfaces." (B)(4). This report is number 1 of 2 mdrs filed for the same event (reference 1825034-2016-02141 / 02142). Additional event for this patient reported on medwatch numbers 1825034-2016-02139 / 02140. Not returned by attorney.

Event description:
Legal counsel for patient reported that patient underwent a right hip revision procedure approximately six years post-implantation due to alleged pain, discomfort, soreness, dysfunction, loss of range of motion, dislocations, metallosis, and metal debris. Review of invoice history confirms the modular head was removed and replaced. This report is based on allegations set forth in plaintiff's complaint and the allegations contained therein are unverified.

Manufacturer narrative:
This follow-up report is being filed to relay additional information, which was unknown at the time of the initial medwatch. Concomitant l product - biomet m2a magnum taper adapter catalog#: 139254 lot#: 911030; biomet femoral stem catalog#: x180313 lot#: 991560. (B)(4). This report is number 3 of 7 mdrs filed for the same patient (reference 1825034-2016-2139 / 02142 & 04718 / 04720).

Event description:
Legal counsel for patient reported that patient underwent a right hip revision procedure approximately six years post-implantation due to alleged pain, discomfort, soreness, dysfunction, loss of range of motion, dislocations, metallosis, and metal debris. Review of invoice history confirms the modular head was removed and replaced. This report is based on allegations set forth in plaintiff's complaint and the allegations contained therein are unverified. It was reported in operative report received that patient underwent a right hip revision procedure approximately six years post-implantation due to pain, ambulation difficulties, instability and elevated metal ion levels. During the procedure, fluid collections, lysis and bone erosion were noted. The femoral head and acetabular cup were removed and replaced. A legacy zimmer cup and liner were used to complete the procedure. It was further reported that patient underwent previous reductions for right hip dislocations.